Event description:
It was reported that microcatheter rupture occurred. A 135/10 renegade hi flo was selected for liver cancer rupture embolization. During the procedure, the microcatheter ruptured when it became twisted. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the renegade hi flo was returned for analysis. Visual examination revealed shaft fracture located approximately 2cm and 13cm from the hub. A stretched shaft sections located approximately 13cm to 17.5cm from the hub. Stretched section located approximately 2cm to 9cm from the hub. Microscopic examination revealed multiple shaft kinks. No other issues were identified with the device.

Event description:
It was reported that microcatheter ruptured occurred. A 135/10 renegade hi flo was selected for liver cancer rupture embolization. During the procedure, the microcatheter ruptured when it became twisted. The procedure was completed with another of the same device. There were no patient complications as a result of this event.